Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of hypotension which warranted hospitalization. The etiology of the hypotension is documented as multifactorial. The patient¿s use of norvasc, and the performance of a day time pd exchange appear to be the largest contributors to the patient¿s hypotension. However following discharge, the patient¿s dialysate strength was altered from 2.5% to 1.5%. Hypovolemic hypotension in pd therapy is the most common cause of hypotension. Based on the information available the liberty select cycler can be disassociated from the event, as there is no evidence or indication the usage of the liberty select cycler caused or contributed to a serious adverse event. Additionally, there is no allegation or evidence of the machine malfunctioning or of the machine failing to perform as expected in relation to these event(s). Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency

Event description:
On (B)(6)2019, a caregiver for this (B)(6) male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted fresenius technical support requesting assistance discontinuing pd therapy due to an unknown illness. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient was hospitalized from (B)(6) 2019 for fatigue, dizziness and hypotension. The discharge summary was received on (B)(6) 2019 and revealed the patient presented to the emergency room (ER) with fatigue and dizziness for approximately 30 days and was admitted. The patient reported receiving hemodialysis (hd) for rrt until 1 month prior, when she transitioned to pd therapy after having undergone abdominal aortic aneurysm (aaa) surgery (specifics not provided). The patient was performing nocturnal ccpd therapy (prescription not provided) and a single manual mid-day exchange. The patient reported her systolic blood pressure (sbp) occasionally drops into the 60¿s, but presented to the ER with an sbp in the 140¿s. During the hospitalization the patient was noted to have several sbp¿s in the 90¿s, however the patient remained asymptomatic. The patient received 2 ccpd treatments while hospitalized which occurred without issue, and the patient¿s mid-day exchange was discontinued. The patient¿s norvasc was discontinued; however, the patient was to be closely monitored outpatient for the possible resumption of medication. The patient¿s coumadin was noted to be subtherapeutic on admission, however this was corrected. It is unknown if any fresenius product(s) or device(s) were utilized during the hospitalization. Per the patient¿s peritoneal dialysis registered nurse (pdrn) on (B)(6) 2019, the patient has recovered from the event(s) and continues to perform pd therapy without issue. The pdrn stated the patient¿s dialysate strength was decreased from 2.5% to 1.5%, however no further detail was given.